Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent a pvp (t12) for compressed fracture on (B)(6) 2026. During the surgery, the balloon was inflated to 5ml, and the handle was turned back to the 0 position. After that, the deflation and removal were attempted rapidly, but the balloon became caught and could not be removed. The trocar was removed together with the balloon and checked the tip, and it was found that the balloon was covering and closing, making removal impossible. The tip was cut and the balloon was removed and the trocar was reinstalled. The surgery was completed successfully without any surgical delay.